Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed one week before (B)(6) 2015. On (B)(6) 2015, the physician confirmed through an esophagogastroduodenoscopy (egd) that the stent had migrated distally. During a stent adjustment procedure the physician attempted to pull up on the suture thread to adjust the position of the wallflex esophageal stent. The suture thread tore and the physician had to use a snare to remove the wallflex esophageal stent. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.